Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided.

Event description:
It was reported that this lead was not able to be successfully implanted due to helix extension issues. It was also suspect a lead fracture. No additional adverse patient effects were reported.